Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08 june 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had a loose stem that had subsided into a retroverted position. Also encountered at revision was metallosis and a green stained effusion. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 06/24/2016.

Manufacturer narrative:
UDI: (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address stem loosening, pain and elevated metal ions.